Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The ram connections were cleaned and reseated to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction during pre-use checkout resulting in the loss of display. There was no report of patient involvement.